Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller reported that the patient's doctor told them to call to have the program adjusted to a different program that would go further into their leg. Caller stated they were not sure where to start with that. Agent walked caller through connecting to the implant. Caller confirmed they were on group a with programs 1, 2, 3, and 4. Agent asked caller to remove the recharger from the controller and caller confirmed they did not have to. Caller then connected to group b and confirmed they could not feel the stimulation in their left leg and foot. Agent had caller try to increase the stimulation on all of the programs individually but caller was not feeling any stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that the device they have right now it helped their back but not enough for their foot.